Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(6). ) displayed a "system error, out of service, revert to manual CPR" error message upon powering up. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.